Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 3 months after the dental implants was installed in intraoral region #7 it was verified its non osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii and bone graft was executed.